Manufacturer narrative:
This report summarizes the results of our investigation of all 1618 reported events included in this summary report, submitted per exemption number 2015043. The evaluation conclusion codes for these 1618 reported events are: results pending completion, improper humidity, deformation problem, open circuit, no results available since no evaluation performed, fracture problem, no failure detected, hardware timing problem, electrical problem, fatigue problem, 1 assembly problem, 1 wear problem.

Event description:
This report summarizes 1618 reported events (1269 initial reports and 349 follow-up reports). All reported events are related to device malfunctions button error alarm/keypad unresponsive and/or motor error alarm as allowed for in exemption e2015043 and contains no reportable serious injuries. Patient age ranged from 3 years to 88 years. Patient weight ranged from 27 lbs to 405 lbs. Patient gender was 45.6% male and 54.4% female for these reported events. 1426 events were associated with button error alarm/keypad unresponsive, 180 events were associated with motor error alarm and 12 events were associated with both button error alarm/keypad unresponsive and motor error alarm.594 events were coded with device problem code 2591-device displays error message. The following patient problem codes are associated with device problem code 2591-device displays error message: 70 hyperglycemia, 7 hypoglycemia and 517 no consequences or impact to patient. 1025 events were coded with device problem code 2913-device operates differently than expected. The following patient problem codes are associated with device problem code 2913-device operates differently than expected: 103 hyperglycemia, 8 hypoglycemia, and 914 of no consequences or impact to patient. The 349 follow-ups for events reported in previous quarters are being updated with investigation results following receipt and analysis of returned product.